Event description:
Quick cross inserted into right iliac artery of pt into calcified lesion unable to advance catheter so proceeded to remove catheter, and catheter broke apart leaving it in the iliac artery. Was able to get access into right common femoral artery and able to snare the catheter out.